Event description:
No injuries were reported however, a procedural delay was reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the sterilizer and confirmed that the cause of the leak was due to the change in facility's psi level. According to the technician, the facility changed the steam supply pressure to go above the required psi measurement. The facility had the steam pressure set at 85-90 psi when specifications for the sterilizer state the pressure should be no more than 80 psi. The technician repaired the unit by rebuilding all the valves including the pressure regulator valve. He also had the facility lower their steam pressure to 75 psi. After the necessary repairs the unit was resumed to operations according to specification.

Event description:
The user facility reported a steam leak from their 16" eagle steam sterilizer. No injuries or procedural delays/cancellations were reported.